Event description:
It was reported that stent damage occurred. The 90% stenosed, angulated, u-shaped target lesion was located in the severely tortuous and moderately calcified left main trunk to distal left circumflex artery. After a non bsc guide wire crossed the lesion, a non bsc balloon catheter was advanced for predilation. After performing intravascular ultrasound, a 16mm x 2.25mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed and another attempt was done to make the device cross the lesion using a non bsc guide catheter extension but was unsuccessful. The device was removed and it was noted that the distal edge of the stent seemed to be squashed slightly. Dilation was done and the procedure was completed without using a stent. No patient complications were reported and the patient¿s status is good.

Event description:
It was reported that stent damage occurred. The 90% stenosed, angulated, u-shaped target lesion was located in the severely tortuous and moderately calcified left main trunk to distal left circumflex artery. After a non bsc guide wire crossed the lesion, a non bsc balloon catheter was advanced for predilation. After performing intravascular ultrasound, a 16mm x 2.25mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed and another attempt was done to make the device cross the lesion using a non bsc guide catheter extension but was unsuccessful. The device was removed and it was noted that the distal edge of the stent seemed to be squashed slightly. Dilation was done and the procedure was completed without using a stent. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device is a combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).